Event description:
The customer reported that a 195ml bag of tpn was programmed to infuse at 5.4ml/hr however the patient received 195ml within 5.5 hours. As a result, the patient started having unspecified issues with her heart rate and respiratory status. The patient was intubated and her blood glucose was 765. At the time of the report the patient remained intubated with a glucose level in the high 200s. Received a copy of the customer's medwatch report from the FDA which states, "the alaris pump was infusing tpn on a nicu infant at 5.4 milliliters per hour. The tpn bag contained 130 ml and was hung at 16:43. Later that evening at the 21:30 check, the tpn bag was empty. The infant's blood sugar was elevated when checked."

Manufacturer narrative:
In summary, the formal investigation identified two root causes for the separated/broken bezel boss issue. Manufacturing ¿driven polymer material degradation led to reduced mechanical properties. Environmental stress cracking (esc) from contaminates introduced to the boss by the metal insert.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. External inspection revealed a crack at the lower door hinge, a chip at the upper door hinge, a cracked membrane frame at the screw insert, and dull iui connectors. An object could be heard rattling inside the pump module. The pcu and its event log were not received so the profile and medication in use could not be identified. Analysis of the pump module event log shows that at 4:04 pm on (B)(6) 2017 the device was programmed to infuse at 5ml/hr with a vtbi of 10ml. At 5:01 pm, the rate was changed to 5.4ml/hr. Between 9:06 pm and 9:49 pm, the device alarmed for air in line 10 times. The log shows the user attempted to resolve the ail alarms but was unsuccessful. At 9:49 pm, the user channeled the device off. At 10:04 pm, the user programmed an infusion to run at 5.4ml/hr. At 10:07 pm, the device alarmed for air in line. The user programmed a delay. The last entry in the log is for a door open event at 10:13 pm. Functional testing confirmed unregulated flow. Internal inspection revealed the bezel was cracked and separated at all 6 bezel bosses and at 1 of the ail bezel bosses. The proximate cause of the overinfusion was broken bezel bosses. The root cause of the broken bezel bosses was not identified.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the alaris pump was infusing tpn on a nicu infant at 5.4 milliliters per hour. The tpn bag contained 130 ml and was hung at 16:43. Later that evening at the 21:30 check, the tpn bag was empty. The infant's blood sugar was elevated when checked."

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 195ml bag of tpn was programmed to infuse at 5.4ml/hr however the patient received 195ml within 5.5 hours. As a result, the patient started having unspecified issues with her heart rate and respiratory status. The patient was intubated and her blood glucose was 765. At the time of the report the patient remained intubated with a glucose level in the high 200s.